Event description:
It was reported that the patient last successfully charged on (B)(6) 2013. The patient tried again two days ago but it didn¿t work. The patient saw a reposition antenna screen. It was unclear if the problem was with the ins or the recharger. It was also reported that starting about six months ago the patient experienced shocks when the ins was turned on as well as off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 389233, lot # j0235602v, implanted: (B)(6) 2002, product type lead; product ID 37083-40, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 389233, lot # j0235602v, implanted: (B)(6) 2002, product type lead; product ID 37083-40, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3550-29, lot # n238461, implanted: (B)(6) 2012, product type accessory. (B)(4).